Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, omsc assumed that the reported event was caused by the stress of use, external factors and handling. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) inspected the device returned by the customer and found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with this event.